Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned due to non-device related infection. Unrelated malfunction observed during analysis. Visual inspection of the lead found internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils. Further analysis found external insulation abrasion consistent with friction to another device or feature of the heart was breaching the optim sheath only in between the shock coils.